Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving clonidine, bupivacaine and dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was malignant pain. It was reported that the patient had been experiencing numbness from their sternum to their toes and had been feeling weak. The caller stated that they would be doing a magnetic resonance imaging (MRI) scan of the patient's chest and thoracic lumbar spine to see if there was an inflammatory mass. No further complications have been reported as a result of this event.